Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio suspected connector, designator j31 of main keypad/interface pcb cable had come loose. The connector was reseated, after other unrelated repairs were complete, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.